Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed two devices were returned together without any original packaging. Device one's proximal anchor and distal plug were returned on the insertion device with no visible defect. The distal anchor has been fractured below the eyelet. The threads are still inside the insertion tube, and the eyelet was returned off the device. The suture threader was returned with no visible defect. Device two the proximal anchor and distal anchor were returned off the insertion device. The distal anchor has been fractured on one side of the eyelet. The distal plug is still inside the insertion tube with no visible defect. Neither insertion device has a visible defect. A functional evaluation of each insertion device showed both the black (1) most proximal knobs will rotate and move the distal anchor/plug rods as intended. The orange (2) larger knobs will rotate and move the outer barrel/forks as intended. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force a review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a surgery, after the insertion site was cleared of all debris, the distal anchors of two (2) healicoil knotless anchors were cracked. The procedure was resumed, without any delay. It is unknown how the procedure was finished. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.